Event description:
Following a fall, the pt had a loss of therapeutic effect and all electrode impedances showed >4000 ohms. The pt visited the company representative and had re-programming. The #3 electrode was programmed around and the pt was doing fine. See also MFR# 3004209178201002734.

Manufacturer narrative:
(B) (4).